Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient had peritonitis and had catheter removed requiring the patient's account to be put on hold. The pdrn advised that the patient had a recurring infection. The patient was admitted to the hospital on (B)(6) 2025 due to abdominal pain. The patient was diagnosed with peritonitis. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose and frequency unknown) for 21 days. The patient¿s pd effluent cultures were positive for klebsiella (no species provided). The vancomycin was discontinued. The patient was discharged on (B)(6) 2025. The patient reportedly completed the 21 days of antibiotic therapy. The cause of the peritonitis event is suspected to be a breach in aseptic technique although it was not able to be confirmed.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and the use of the liberty select cycler and liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The suspected cause of the peritonitis is a breach in aseptic technique although it was not confirmed. The culture results of klebsiella supports the suspected cause as this organism may colonize the skin, pharynx, or gastrointestinal tract in humans. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient had peritonitis and had catheter removed requiring the patient's account to be put on hold. The pdrn advised that the patient had a recurring infection. The patient was admitted to the hospital on (B)(6) 2025 due to abdominal pain. The patient was diagnosed with peritonitis. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose and frequency unknown) for 21 days. The patient¿s pd effluent cultures were positive for klebsiella (no species provided). The vancomycin was discontinued. The patient was discharged on (B)(6) 2025. The patient reportedly completed the 21 days of antibiotic therapy. The cause of the peritonitis event is suspected to be a breach in aseptic technique although it was not able to be confirmed.